Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did not deliver tachy therapy when the patient was in ventricular fibrillation (vf). The patient experienced a collapse at home; the rescue team found the patient in vf. External rescue was unsuccessful. Device communication was possible, however, there was no episode logged or shock recorded. The impedence measurements were normal. Before explanting the device, it was programmed 'tachy mode' 'off'. Despite this action, the device appeared to collect new events in the logbook; this could be seen upon a new interrogation hours later.

Manufacturer narrative:
Event conclusion: the device was explanted and will be returned for analysis.